Event description:
It was reported that a pt underwent an uneventful sling procedure during in 2007 and the pt is continent. However, in the past two to three months, the pt has had three urinary tract infection. The physician performed a urethroscopy/cystoscopy and found an eroded strip of mesh from "five to seven" in the urethra.

Manufacturer narrative:
Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.